Event description:
It was reported boston scientific technical services was contacted to evaluate noisy signals from the right ventricular (rv) lead. It was noted there were noisy signals in both unipolar and bipolar sensing. It was observed multiple lead safety switches (lss) due to low, out-of-range pacing impedance (<200 ohms) had occurred. Technical services discussed sensitivity reprogramming to reduce noisy signals. The rv lead is not a boston scientific product. At this time, the rv lead remains implanted and no adverse patient effects were reported.

Event description:
It was reported boston scientific technical services was contacted to evaluate noisy signals from the right ventricular (rv) lead. It was noted there were noisy signals in both unipolar and bipolar sensing. It was observed multiple lead safety switches (lss) due to low, out-of-range pacing impedance (<200 ohms) had occurred. Technical services discussed sensitivity reprogramming to reduce noisy signals. The rv lead is not a boston scientific product. It was stated the physician planned to surgically replace the rv lead, but this procedure has not occurred and no further information was available. At this time, the rv lead remains implanted and no adverse patient effects were reported.